Event description:
Underdelivery reported. The pump was set to infuse 3 liters of d5rl at 150ml/hr in a homecare setting. At the scheduled 24 hour nurse visit, it was noted that only 1000ml had infused. No alarms sounded. This occurred on day 7 of hydration therapy, no problems had occurred on days 1 through 6. The pt did not experience any adverse effects. No add'l info was available.

Manufacturer narrative:
The pump passed performance verification testing within product specification, including delivery accuracy. The frequencies of death or serious injury reports for code 103 (underdelivery) for breeze 175 products is <0.01/million sets.